Event description:
It was reported that, the wheels/casters on a 980 ventilator fell out of the base during the transport of the ventilator. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se installed a new caster base. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
A castor base assembly was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and one of the castor wheels was lose and fell away from the base. An investigation was performed and the product analysis technician reported that the reported issue was verified. The root cause could not be identified. If information is provided in the future, a supplemental report will be issued.